Manufacturer narrative:
The complained level sensor experienced a recurring level sensor error during a complex cpb procedure at gaslini hospital, with multiple sensor tests and system adjustments made. The perfusionists experienced repeated master pump stops due to false level sensor alarms, despite the reservoir having sufficient fluid levels, and attempted to disable the sensor without success. The logs analysis showed multiple instances of errors, sensor disablement, and re-enablement, with the sensor appearing physically intact and functioning correctly during tests. Simulation of the clinical case using the returned complained device will be performed to identify the root cause of the event.

Event description:
During the early phase of extracorporeal circulation, the safe level sensor was triggered even though there was still a significant fluid level in the cardiotomy reservoir. After disabling the level alarm, the master pump stopped due to activation of the protected level alarm, despite there being no actual low-fluid condition in the cardiotomy reservoir. The perfusionist decided to use the hand crank for about one minute. The cpb case was completed with no adverse events for the patient.